Manufacturer narrative:
The t:slim g4 user guide states, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Customer did not have alternate insulin therapy available. Reportedly, customer's husband would obtain alternate insulin therapy from the hospital. Follow up by tandem technical support was declined by customer's husband.